Event description:
Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited a out-of-range (oor) impedance measurement for the left ventricular (lv) lead via the patient's home monitoring system. The patient was seen and isometrics were performed and all other measurements were within normal ranges. The device and lead remain in service. To date, no adverse patient effects have been reported.